Event description:
This has been an ongoing problem and has been reported to the MFR. They have not corrected the problem. The stretcher is used in MFR's alzheimers unit. When a pt is belted in the stretcher and leans forward, the stop-knob comes loose and the pt's head and head end of stretcher fall the way to the floor. There would have injuries from this, but the staff is aware that it is going to happen and has been able to catch it. They have had sore backs (employees) because of it.